Manufacturer narrative:
(B)(4). Compromised force sensor system alarm during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The pump passed all other test except it was unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm. Motor passed motor test. Pump was received with a minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump was having issue during priming. Customer stated the piston continues to push out insulin before completing the manual prime process. The customer also reported getting a motor error alarm. The customer mentioned that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. The customer¿s blood glucose was 85 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.